Manufacturer narrative:
A ge service rep performed an on site investigation. The xray tube, battery pack, and high voltage cable were replaced. Also, a generator calibration was performed. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed several error code messages. No report of patient or staff injury.